Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Due to the damage to the header during explant the allegation that the lead was difficult to remove could not be analyzed. During laboratory interrogation of the device, it reverted to safety mode. Data analysis determined it had undergone resets while implanted and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a scheduled replacement procedure, difficulties were encountered removing the right ventricular (rv) lead from the header. Additional tools were used to break the device header and successfully remove the lead. This device was subsequently replaced as planned and the rv lead was able to continue in use. This device was later returned for analysis. No adverse patient effects were reported.